Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged in which this rv lead exhibited high threshold and loss of capture. Further information was received indicating that it was assumed to be a micro dislodgement. Thus, this rv lead was repositioned. No additional adverse patient effects were reported.